Event description:
It was reported that the screen shows that cassette is empty. Patient said she placed the new cassette this morning and the cassette was not empty, patient was able to switch to the back-up pump and confirmed the pump is running. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.